Manufacturer narrative:
H3, h6: it was reported that a right hip revision surgery was performed due to pain, discomfort and elevated levels of cobalt/chromium ions. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the alleged devices. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and the head. This will continue to be monitored via routine trending, however it should be noted that this device is no longer sold. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. Based on the limited information provided a clinical root cause for the reported pain and elevated metal ions cannot be confirmed. The patient impact is determined to be the revision and post-operative convalescence period. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. H6 (health effect - clinical code).

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, after undergoing right hip resurfacing (bhr) on (B)(6) 2007 due to osteoarthritis, the patient presented pain, discomfort and elevated levels of cobalt/chromium ions. A revision surgery was performed on (B)(6) 2022, in which both resurfacing components were explanted and conversion to tha was conducted. Even though an acetabular bone graft was required, the complicating factor was determined to be the bhr head. A ceramic femoral head and an acetabular shell multi-hole were placed, along with a poly liner and a cementless femoral stem (competitor's devices). The patient presented post-operative pain 7 weeks after revision, for which medications and physiotherapy were recommended. It is currently unknown if this condition has improved.